Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements with current measurements being out-of-range. A high energy shock was delivered and returned impedances within a normal range. No additional adverse patient effects were reported. Lead remains in service.